Manufacturer narrative:
Electrode belt sn (B)(4) has not yet been recovered from the field. Monitor sn (B)(4) was returned to zmc and the evaluation is currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. Device manufacturer date: monitor: 10/23/2017, electrode belt: 10/03/2013.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2020. Review of the download data, indicates the patient received two shocks in response to low amplitude oversensing and motion artifact. The patient was in asystole with low amplitude oversensing for treatment one at 12:55:22 and was in asystole with motion artifact and low amplitude oversensing for treatment two at 12:55:52. The patient's post shock rhythm for both shocks was asystole. The response buttons were not pressed during the event. The patient passed away on (B)(6) 2020 at approximately 1:30pm.